Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal circumflex, bifurcation pre-dilatation was performed and a 2.75 x 38 xience stent was implanted without issue. A 2.25 x 15 rx xience v stent delivery system was advanced and resistance was met inside the guiding catheter. Reportedly, when the physician attempted to remove the 2.25 x 15 rx xience v sds from the non-abbott guiding catheter the stent was blocked on the y kit (hemostatic valve) and became free and not mounted on the stent delivery system (dislodged in hemostatic valve). Reportedly, there is no separated portion in the patient anatomy. The target lesion was treated with balloon dilatation only. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The difficulty to position/guiding catheter resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.